Event description:
Caller alleged discrepant results with the inratio2 meter compared to the dr's meter. Results as follows: date (B)(6) 2012, inratio: 0.9, dr's meter: 2.0.

Manufacturer narrative:
Investigation: comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(4) 2012, inratio: 0.9, ref: 2.0, mean: 1.45, confidence limits: (1.1 - 1.9). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 273311. Test results as follows: donor: 205, inratio results: (3.0, 3.4, 3.4), reference 3.79, bias threshold: (2.79 - 4.79), %cv: 7.07. Donor: 206, (3.3, 2.7, 3.1) 3.55, (2.55 - 4.55), 3.55. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. No lab reference testing has been reported. Root cause could not be determined. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(4) 2012, thirty one (31) discrepant result complaints were reported for lot number 273311 yielding a complaint rate of 0.0706%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code xz9k4 which brick lot number 257215 was assigned and packaged into strip lots (273311 and 273312). Thirty three (33) total discrepant complaints have been brick lot numbers 273311 and 273312, yielding a complaint rate of 0.012%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.